Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated on site by a zoll representative. The customer?s report has been attributed to the software of the power adapter. A replacement power adapter will be provided to resolve the report. Analysis for reports of this type has not identified an increase in trend.